Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. There was no display ramping anomaly on the insulin pump. There were no traces of moisture at the electronic or motor assemblies during inspection. The insulin pump was received with a cracked case at the display window corners, cracked display window, and cracked battery tube threads. The insulin pump was also received with minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the numbers continued to scroll up. Customer's blood glucose reading was 175 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer could not recall any significant events leading to the keypad anomaly except that they were sweating and the insulin pump was near their body. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.